Event description:
Account obtained a low potassium result that repeated as normal. The incorrect result was not used to guide therapy. The field service representative attributed the discrepancy to a malfunctioning electrode and repaired the instrument by replacing the electrode.